Manufacturer narrative:
A ge service representative performed an onsite investigation. The isolated interface board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the loss of x-ray functionality. There is no report of pt injury or death.